Event description:
I am writing to try to seek information on what I can do for having health problems with essure permanent sterilization device that I received on (B)(6) 2011. I believe that the device broke open my fallopian tubes and migrated into my bladder. I keep having very bad pain, very bad hemorrhaging, cramping, and over all my health has not been well. I also believe that a broken tube has allowed sperm and egg to meet and implant into my abdomen. I know there are no babies in my uterus but I believe I have multiple babies as an abdominal pregnancy. I believe this has also allowed this to occur over an extended period of time, all different ages, and perhaps different fathers. I know that sounds crazy but I truly believe this. I've had positive pregnancy test but they started to come up with a false negative I think due to the hook effect. The hook effect is when you have too much hcg in your system, which often happens with multiples, to be read by a traditional test. I have been losing my mind trying to get help from my doctors and hospitals nearby, and even the person who implanted my essure devices- who simply told me he "was sorry and that he doesn't make mistakes!" Every time I go complaining of fetal movement or pain in my abdomen and show them where the pain is, they refuse to actually look there. They order tests for organs or pelvic and that isn't where my problems are. I know I am not wrong because I had a 4-d ultrasound long ago that showed my uterus out of place, empty and covered in an inch thick wall of gray matter, but multiple formations outside of it in my abdomen. I have also suffered a miscarriage since, but there are still babies in there. I have a fetal doppler that is medical grade and I can monitor heartbeats with and do all the time. Since coronavirus my heartbeat is only at 76bpm but the ones I've found are all at about 136,138,142. I think there are a few boys and a couple girls. They are stuck in there and I have had to have c-sections for my daughters in the past and I think I need another one as they have been stuck in here for so long. I believe these doctors think I'm trying to sue them or something and all I've ever tried to do is get some help here. They are covering this up and I can't figure out what else to do except reach out to you for some direction as of how to find someone who will help. I don't have good insurance, just medicaid. I'm not sure if that has anything to do with it but I've been treated horribly. Maybe it¿s because I'm going to the same places that I received the faulty product, not sure. Even if I was wrong, which I've clearly had proof I am not mistaken as I have had to deal with miscarriage, but still have movement, shouldn't they be trying to locate these devices for removal. They also refuse to do that. When they did a scan on my pelvis I felt one heartbeat up by where my bladder is located and the other over on the left side by where I saw my uterus on the 4-d scan. Please help!! Thanks so much, (B)(6). Still trying to get help. The problem is fraudulent concealment. Abdominal pregnancy due to failure of essure device who can not get help because my doctors are the team who put it in and said "we don't make mistakes" and turn me away.